Event description:
It was reported the basket portion of this device detached in the pt's ureter during a stone retrieval procedure. The basket was surgically retrieved via a ureteral lithotomy without incident. The pt is good. No further details are available regarding the circumstances surrounding this event. The wire assembly portion of the device was received evaluated and retained by this MFR. The engineering eval revealed the wire and basket assembly remained intact. The basket was stretched and the length was kinked in several areas. Nothing was found to be broken off. It is possible that the sheath had broken, however, this could not be confirmed since the sheath was not returned. Without further eval and without further details, co is unable to determine the exact cause for this event. Co's directions for use state: "do not use the stone retrieval basket if the stone is too large to be removed endoscopically or held in the basket...if resistance is encountered while attempting to withdraw the basket into the sheath. Do not exert excessive force to withdraw the basketed stone into sheath."